Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the us of peritonitis in a (B)(6) female patient, coincident with dianeal peritoneal dialysis (pd) therapy. On an unknown date in (B)(6) 2012, the patient experienced an upper respiratory infection. On (B)(6) 2012, the patient was hospitalized for an upper respiratory infection, urinary tract infection, blood infection, and peritonitis. The nurse reported the patient's upper respiratory infection, blood infection, and peritonitis were related to the patient being exposed to her sick grandchildren and not related to dianeal therapy, baxter devices, or disposables. The patient was retrained on proper aseptic technique during peritoneal dialysis therapy. Per the nurse the patient has recovered from all of the events. On (B)(6) 2012, product surveillance contacted the peritoneal dialysis nurse regarding the peritonitis event. On an unknown date in 2005, the patient began automated peritoneal dialysis treatment. The dates of hospital admission and discharge are unknown. The patient was treated with vancomycin and cipro (dose, route, frequency unknown).

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was confirmed because the nurse reported of a break in aseptic technique (inadequate hand washing) by the patient, which can cause contamination. The root cause for the report of use error-breach in aseptic technique, which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error that was identified in this complaint.

Manufacturer narrative:
(B)(4). A sample was not requested as this event involved use error and there was no allegation of a product malfunction. The devices involved in the incident were unknown. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. Should additional information become available, a follow-up report will be submitted.